Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated psa result while using the architect total psa assay. The customer indicated an initial result of 5.70 ng/ml, the retest value from a different analyzer was 3.63 ng/ml. The retest result aligned with the patients previous value of 3.63. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. An accuracy testing protocol and a protocol to test the controls were executed using lot 49182lf00. Each protocol met acceptance criteria which determined the reagent is performing acceptably. Return material was not available. A batch record review did not identify any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect total psa reagent list number 07k70, lot number 49182lf00, were identified.